Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. It was also reported that during the explant of the ra lead that helix retraction issues were observed. The ra lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner insulation of the lead was distorted due to kinking/buckling. The helix of the lead had an out of specification analysis result for extension/retraction due to body tissue/fibrotic growth. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead is stretched which prevents the helix from preforming properly. If information is provided in the future, a supplemental report will be issued.